Event description:
Covidien received info stating that an 840 ventilator had an erratic lower display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
A technical service engineer troubleshot this issue with the customer over the phone. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure. The evaluation and repair of the device has not been completed. (B)(4).